Event description:
The customer reported that after pipetting an htlv microwell plate on summit, it was observed that no sample was added to well a5. No error was generated. No death or serious injury was associated with this incident.